Event description:
It was reported that 9 years after implantation there was a revision surgery due to loosening. Only the proximal part as well as the head, liner and cup had to be removed. The distal part remained inside the patient. No further outcome reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical devices: pfm distal stem; item# 01.00072.018 ; lot# 2060440, unknown femoral head; item# unknown; lot# unknown, unknown liner; item#unknown; lot# unknown, unknown cup; item# unknown; lot#unknown. Report source: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The proximal part which was revised in 2009 was not returned nor were pictures provided; visual evaluation could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Two radiographs from 2018 and three radiographs from 2022 were received. All radiographs were taken after the revision procedure in 2009 and therefore do not provide information relevant to the revision due to loosening in 2009. Based on the distal part, which was revised in 2022, it can be assumed that in 2001 a pfm stem was implanted, which was the predecessor model of the revitan stem. The visit report mentions a revision of the proximal part in 2009. However, no detailed information about this event is available. Therefore, the reported event cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual evaluation could not be performed part and lot identification are necessary for review of device history records, neither were provided. Radiographs were received, along with a visit report. The diagnosis of the left hip stated in the visit report documents the loosening of the proximal part of the stem with breakout of the connection pin from the distal part. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.